Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6)2018 in the patient's mouth. Details of surgery are reported as follows: primary stability was not achieved and ridge augmentation was performed at time of surgery. On (b)(602019, non-osseointegration of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and swelling. No further patient complic

Event description:
The following was involved in this event: primary stability not achieved, fair hygiene around implant, ridge augmentation.